Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-oct-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding (seen as genital bleeding). A pelvic surgery was performed. The events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In this case, no alternative explanation was given. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in 2014 for birth control. In or around 2014, she began to experience symptoms that included, but are not limited to: incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, weight gain, loss of libido, sharp stabbing pelvic pains, mood swings, discharge, hot flashes, painful intercourse, and back pain. In or around (B)(6) 2015, it was determined that she required surgical intervention to address her complications. At that time, the plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding (seen as genital bleeding). A pelvic surgery was performed. The events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In this case, no alternative explanation was given. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.